Event description:
Reporter states customer tested 5.8 inr on the coaguchek xs system while a comparison lab returned as 3.6 inr. Customer's warfarin dose was reduced based on the lab result. No adverse event reported. Requested return of suspect strips and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.